Event description:
The pt underwent pelvic surgery in 2004. Post operatively, the pt developed intrinsic sphincter disorder. As a result, a periurethral injection of a bulking agent was given under get. The pts condition is now satisfactory.